Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient inserted a new sensor into his arm and subsequently experienced sensor failure during the warm-up period, prompting early removal. Upon removal, he reported that the sensor wire had detached from the wearable and remained in the skin. The patient, a dermatologic surgeon, requested assistance from an on-site staff nurse, who attempted wire removal with their fingers but was unsuccessful. At the time of reporting, the patient had cleansed the insertion site with alcohol and was awaiting guidance from a colleague, also a dermatologist, regarding potential wire removal. On (B)(6) 2026, technical support contacted the patient for follow-up. The patient reported that on (B)(6) 2026, he had consulted his dermatologic surgeon colleague, who performed a minor incision at the insertion site with a "knife", successfully extracted the detached wire, closed the incision with sutures, and applied a bandage. Diagnostic imaging was not performed, and it was not specified whether a local anesthetic was administered prior to the incision. The patient indicated that he was recovering well post-procedure. He expressed frustration regarding the event and declined to provide additional details data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.